Event description:
It was reported, the customer had a keypad anomaly. The customer stated, their buttons were hard to push. It was also found the customer had frequent no delivery alarms on their infusion sets. Customer's blood glucose was 220 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.